Manufacturer narrative:
A philips bench repair technician (brt) preformed diagnostic testing on the device speaker and found that the device speaker was not producing audio when performing the startup test. The brt replaced the device speaker the device passed all functional testing. Based on the information available and the testing conducted, the cause of the reported problem was a failed speaker. The reported problem was confirmed. The device was operational after repairs were completed and returned to the customer.

Event description:
The customer biomedical engineer (biomed) reported a speaker malfunction inoperative error (inop) was seen on the device, and there was no sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.